Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent total hip revision for a pinnacle liner dissociation. Liner and cup were removed and revised to dual mobility construct. Doi: (B)(6) 2012, dor: (B)(6) 2021, affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. No lot numbers available. B. Duration of delay was minimal, but this procedure was due to a product failure. C. Right hip. D. Nothing broke. 3. The stem was not revised. On (B)(6) 2012, the patient had a right total hip arthroplasty to address osteoarthritis of right hip. Depuy components were used during this procedure. The patient was implanted with a pinnacle cup 48 od 32id and a poly liner. No part number/lot numbers were provided.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation can confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.